Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the lcd display cable was not connected at the connector of the led backlight driver module as the cause of the problem. The lcd display cable will reseated to remedy the problem if repair estimate is approved. The device will be recertified and returned to the customer. No emerging trend based on similar reports.